Manufacturer narrative:
Device history record reviewed. Subject product lot met all visual and dimensional criteria during manufacturing and release. Device was not returned for evaluation.

Event description:
Pt implanted with lcp extra-articular distal humerus plate, cortex screw and locking screws for a distal humerus fracture on an unk date. Fracture healed. Pt complained of pain and hardware was removed on (B)(6) 2011. Pt requested hardware. This is the 1st of 11 reports submitted on this event.

Manufacturer narrative:
(B)(4). Additional narrative:(B)(4): placeholder.